Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the grey handle of a 5f mynxgrip vascular closure device (vcd) would not advance appropriately without force. The sealant was reported to be stuck to the device components. There was no reported patient injury. The procedure was a diagnostic y-90 planning procedure performed using an antegrade approach. The deployer had completed an in-service for the mynx device but was not yet certified and was supervised by a certified technologist who also assisted with the deployment attempt. A non-cordis 5f × 10 cm sheath introducer was used. Angiography or venography verified femoral artery suitability, including appropriate sheath insertion angle. The device was used in an arterial vessel with a diameter verified to be =5 mm. There was no vessel tortuosity and no peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for 10 minutes. Resistance was experienced only when attempting to advance the grey handle. The sheath was not kinked or bent. Storage temperature did not exceed 25 °c. The device is being returned for evaluation.